Event description:
Boston scientific received information that this right atrial (ra) lead had become dislodged exhibiting increased pacing thresholds. A lead revision was performed and successfully repositioned the lead. The patient had reported shortness of breath (sob) but no syncope and no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.